Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a fracture on the sleeve on the right atrial (ra) lead was confirmed by fluoroscopy. Bipolar impedance fluctuated and increase in thresholds and atrial tachycardia (at) / atrial fibrillation (af) events was noted. The patient was hospitalized and the lead was programmed off and remains in the patient. No further patient complications have been reported as a result of this event.